Event description:
Adverse events(s): no patient impact reported (no consequences or impact to patient). Product problem(s): "handpiece heated up" (overheating of device or device component). A surgeon reported during procedure, the heat was felt on the body of the handpiece. The surgeon reported his settings were higher than normal because of the hardened nucleus. The problem was solved after replacing the handpiece with another one and the case was completed without incident. No patient impact was reported by surgeon. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4)